Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device found the device broken. No cracks were found in the impactor. The reported complaint was not confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During implant insertion in a total knee replacement, two attune impactor heads were found to have cracks in them. None of the cracked impactor heads were used on the patient. No fragments were generated. Surgical delay of 2 minutes occurred. No adverse affects on the patient.